Event description:
Discordant advia 1800 sodium and potassium results were obtained on pt samples. The results were reported to the healthcare provider(s). The pt samples were repeated on the same advia 1800 system and the corrected results were reported. There were no reports of adverse health consequences or known pt intervention due to the discordant sodium and potassium results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. Analysis of the instrument and instrument data indicated that the cause of the discordant sodium and potassium results was due to the ise buffer solution tubing which was damaged. The fse replaced the ise buffer tubing. The instrument is performing within specs. No further eval of the device is required.